Event description:
It was reported that pump displayed malfunction alarm malf 12 multiple times, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer continued to use pump for insulin therapy.